Event description:
It was reported that following a recent implant procedure, prior to discharge, no capture was observed on the left ventricular (lv) lead in both bipolar and unipolar configuration. The lv lead was explanted and replaced. The patient was stable.